Manufacturer narrative:
(B)(4). G2: report source: united kingdom. Literature: lachlan w. Arthur / priyanka ghosh / hasan r. Mohammad /stefano campi / benjamin j. L. Kendrick / david w. Murray / stephen j. Mellon. Polyethylene bearing wear is comparable for cemented and cementless oxford unicompartmental knee replacements: ten-year results of a randomized controlled trial. Wiley (pages 1-13). Doi: 10.1002/ksa.12042 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in journal article that a group of patients underwent a knee replacement. The purpose of the study was to measure bearing wear at 10 years in patients from a randomized trial. The study assessed wear rates in cemented and cementless groups with a clinically significant wear rate established. The article notes that the wear rate observed in the cementless group (23 patients) was higher than the clinically significant threshold. This is an incidental finding with rsa analysis, and the patients remained asymptomatic with no treatment or intervention. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determinate this MDR was not filed under the current MFR number. This event will continue to be reported under MFR number (B)(4) (UK).

Event description:
Upon reassessment of the reported event, it was determinate this MDR was not filed under the current MFR number. This event will continue to be reported under MFR number (B)(4) (UK).